Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had moisture under screen display and was not able to view numbers on display due to moisture bubbles on screen. It was advised that insulin pump would be replaced.